Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in a peritoneal infection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced improper operation further described as a breach in aseptic technique which resulted in a peritoneal infection. The breach in aseptic technique was further described as an improper operation. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drugs for the event (no further details). The patient was performing continuous ambulatory pd therapy and dianeal therapy was withdrawn during treatment. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide any further information.